Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) time. It was reported that the patient had a high pacing threshold measurement and the device was being implanted for only almost two years. The physician planned to replace the device during lead revision. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. The allegation against this cardiac resynchronization therapy defibrillator (crt-d) was not confirmed. This device was explanted due to normal battery depletion. This device was subjected to and passed all automated therapy verification testing. No further analysis was needed.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.